Event description:
Country of complaint:(B)(6). Complaint description: needle detachment.

Manufacturer narrative:
Us agent notification received: (B)(4) 2014. Complaint description: needle detachment. Samples received: (B)(4) unopened race-packs and 1 opened (without needle and the thread wound to the pack). There are no previous complaints of this code/batch. There are no units in our stock. OEM tested the needle attachment of the closed samples received and the results do not fulfill OEM's requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to OEM's requirements. Final conclusion: the complaint is corresponding (justified). Actions on product: replace this code/batch to the end customer or refund. Corrective/preventive actions: there is a corrective action in order to avoid recurrence. No further patient information and/or surgery delay information was provided at the time of this report.